Event description:
It was reported that the procedure was being performed in the surgical suite. The clinician reported they had difficulty inflating the balloon. As a result, another balloon was used to complete the procedure. There was no delay in treatment, no pt death, and no pt complications were reported. A successful declot was performed. Follow up info received on(B)(4) 2012, states the inflation issues occurred after the balloon was inserted into the pt. The balloon was not pre-tested prior to insertion. See MDR# 9680794-20122-00019 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.